Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, an "e10" error occurred on the left channel of the heater cooler unit. The hose connections were switched to the right channel and the surgery continued with no further issues. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.